Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported in clinic that the patient presented with episodes of high atrial rate on the pacemaker in (B)(6) 2021. The episodes appeared to be caused by atrial lead noise. There were also episodes of noise over-sensing noted in (B)(6) 2021. It was noted that the patient was undergoing an unrelated procedure at that time and the use of electrocautery may have contributed to the episodes of noise observed. On (B)(6) 2021, the pacemaker was explanted and replaced successfully. The patient was in stable condition. No further incidents were reported. Related manufacturer reference number: 2017865-2021-35754.